Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for four (4) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit does not display pi and siq. No patient involvement.